Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure insulation damage was noted when it comes to this left ventricular (lv) lead. The lead was not used and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that there was dried blood/body fluid in the lead lumen and a tear in the inner and outer insulation 810 to 822 mm from the terminal pin. Laboratory analysis confirmed the reported clinical observation.

Event description:
.